Event description:
The account alleged that an elderly pt's upper body became wedged between the upper and lower side rails. The account did not provide the pt impact at this time.

Manufacturer narrative:
The account's director of nursing called and stated that in regards to the incident at the nursing home she works at, there was an incident that occurred with a pt getting trapped between two side rails of the bed. The pt was not injured in results for this side rail entrapment. She had her service staff check the bed and they said that the bed is functioning fine and the only issue is that the side rails do not meet the hbsw guide lines and that is the only reason why the pt got stuck. No further info is available on the event at this time.